Event description:
Subsequent to the initial report filed, additional information reported that only three mitraclips (40724u1/(B)(4), 40724u1/(B)(4), 40623u1/(B)(4)) were implanted, not four as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event (death). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the devices, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that three clips were implanted in the patient to reduce the functional mr from 4 to 2-3. There is no evidence that the devices or the procedure itself were causal or contributory to the reported patient death that occurred two days post procedure. Patients who undergo the mitraclip procedure are often high risk for surgery due to their underlying comorbidities and severity of mitral regurgitation. These pre-existing conditions are causal to the increased mortality risks for these patients especially when undergoing a procedure. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to conservatively report the patient death that occurred two days after the mitraclip was implanted. The cause of death was not reported. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) experienced irregular movement and was removed and replaced. A new cds was used successfully. Four clips were implanted and the mr was reduced from grade 4 to grade 2-3. There was no clinically significant delay in the procedure. Two days post-procedure, the patient died. The cause of death was not reported. No additional information was provided.